Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates the ipg meets or exceeds 75% of its expected longevity. Patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced. Therapy was restored post-op.